Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on a (B)(6) year-old male patient to repair a femoral neck fracture repair on (B)(6) 2016, a dynamic hip screw system (dhs) coupling screw broke and the fragments remain in the patient. As the dhs plate was being implanted, the coupling screw broke off at the junction where the coupling screw meets the lag screw. The threads for the coupling screw broke off into the lag screw and remained in the lag screw. The fragments from the coupling screw were not removed from the lag screw and the lag screw was implanted in the patient. The surgery was completed successfully with no delays. The patient's outcome was reportedly fine. The complaint is alleged against the dhs coupling screw only. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: per the technique guide, the dhs/dcs coupling screw (338.20) is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. The returned device was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and the fragment (approximately 7mm long) was not returned. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of off-axis loading. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.